Event description:
Caller reported an advantage system blood glucose result of 236 mg/dl, 164 mg/dl, 139 mg/dl, and 98 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.